Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device inner cannula became lodged prior to placing patient on speaking valve. Emergency trach change had to be completed because inner cannula could not be removed. The trach had just been changed and this was the first time the inner cannula was removed after the trach was inserted. There was no patient injury.